Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
On december 15, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert. Based on escalation analysis the sensor was replacement was approved due to system performance and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of the complaint. Upon data management system (dms) review, the user has not been using the system due to the "sensor replacement" (ec1) since on (B)(6) 2025 at 6:19 pm.